Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer did not have a charger to reset device, and after follow-up, cts planned to provide pump reset information to customer.